Manufacturer narrative:
The pump was received with a frozen screen on a full segment display due to a faulty component on the interface board. Unable to confirm the watchdog timeout alarm or complete functional testing due to the frozen screen. The pump was received with minor scratches on the lcd window, cracked reservoir tube window corners, a cracked reservoir tube window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of program alarm anomaly and frozen screen from the insulin pump. The customer's blood glucose reading was 152 mg/dl. The customer mentioned that the screen was full when she tried to restart. The customer stated that the buttons stopped responding. The customer stated that the program anomaly did not clear with the escape and act buttons. The customer was advised to call back if display does not return after 2 hours.